Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the rusted forceps port and the crystallization of the angulation lever, the cause was due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited a rusted forceps port and crystallization of the angulation lever. There was no patient involvement.